Event description:
Deployment of the ipsilateral leg graft into the limb of the main body required a three stent overlap to maintain patency of the hypogastric artery. Final angiogram revealed a type ii endoleak at the seal junction of the ipsilateral limb and main body graft. Seal junction, overlap and iliac leg graft were re-ballooned, with no noted resolve the endoleak. The thrid stent body of the leg graft appeared to have created a "guttering" effect from the positioning within the limb and distal flare of the leg graft. Another MFR's stent was deployed at the junction site to promote a seal of the vessel. Completion angiogram showed a successful exclusion of teh aneurysm.